Event description:
It was reported that during a routine ICD change-out, externalized conductors were observed via fluoroscopy. The rv lead exhibited no electrical anomalies. The atrial and rv leads were extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.